Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise in primary and secondary vectors which was reproducible with arm movement. Alternate vector passed. Technical services (ts) reviewed noting previous inappropriate shocks with myopotential noise. Shock impedance measurements were high within normal range. This electrode remains in service. No adverse patient effects were reported.